Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On the second day of support, it was reported that the patient experienced oozing at the impella access site at the repositioning sheath around the introducer hub valve. It was noted that the patient received a blood transfusion. It was reported that hemostasis was achieved by advancing the repositioning sheath. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product returned. Asae/major bleed: oozing observed at impella insertion site. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot: 1995728. Device history batch: subcomponent lot: n/a. Device history review: device sn (B)(6) passed all post sterile inspection checks.